Manufacturer narrative:
Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 02-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for multiple back operations and spinal pain. It was reported that the patient¿s trial was good, however, as soon as he received the permanent system, the patient stated that the therapy did not work. The patient also commented that he thought the wire wasn¿t placed correctly. It was noted that the patient had several reprogramming sessions and the implantable neurostimulator (ins) battery did deplete; the patient stated that the healthcare professional (hcp) wanted to discuss a replacement. Lastly, the patient did not have any concerns about the battery longevity and no troubleshooting was performed during the call. There were no further complications reported or anticipated.